Manufacturer narrative:
This event occurred in (B)(6). The customer's meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results for two patients with coaguchek xs pro meter serial number (B)(4). Patient 1¿s initial result from the meter was 7.0 inr, and repeat result with another meter was 3.5 inr. Patient 2¿s initial result from the meter was 6.6 inr, and repeat result with another meter was 4.7 inr. The patients¿ therapeutic ranges were requested but not provided.